Event description:
It was reported patient experienced pain at the ipg site due to ipg migration. Surgical intervention was undertaken on (B)(6) 2024 wherein ipg was sutured back down. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.